Event description:
It was reported that this implantable pacemaker exhibited high out of range impedance measurements on the right atrial channel. Due to this a lead safety switch was triggered. Furthermore a signal artifact monitoring episode was observed. Reprogramming of the device was performed. Future device replacement was discussed. This device remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem b2: outcome attributed to adverse event b5: describe event or problem field d6b: explant date e1: initial reporter title e1: initial reporter first name e1: initial reporter last name e1: initial reporter facility name e1: initial reporter address 1 e1: initial reporter zip/post code e1: initial reporter phone e3: occupation h1: type of reportable event h6: impact codes this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the complaint summary for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable pacemaker exhibited high out of range impedance measurements on the right atrial channel. Due to this a lead safety switch was triggered. Furthermore a signal artifact monitoring episode was observed. Reprogramming of the device was performed. Future device replacement was discussed. This device was replaced and returned to boston scientific for evaluation. No further adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the complaint summary for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable pacemaker exhibited high out of range impedance measurements on the right atrial channel. Due to this a lead safety switch was triggered. Furthermore a signal artifact monitoring episode was observed. Reprogramming of the device was performed. Future device replacement was discussed. This device remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker exhibited high out of range impedance measurements on the right atrial channel. Due to this a lead safety switch was triggered. Furthermore a signal artifact monitoring episode was observed. Reprogramming of the device was performed. Future device replacement was discussed. This device was replaced and returned to boston scientific for evaluation. No further adverse patient effects were reported.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. Pacing and sensing functions were tested and the device was verified to operate as expected. This device passed all returned product testing; however, boston scientific has initiated an investigation into the behavior described in the event description, including consideration of potential design enhancements, as deemed appropriate. Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem b2: outcome attributed to adverse event b5: describe event or problem field d6b: explant date e1: initial reporter title e1: initial reporter first name e1: initial reporter last name e1: initial reporter facility name e1: initial reporter address 1 e1: initial reporter zip/post code e1: initial reporter phone e3: occupation h1: type of reportable event h6: impact codes this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the complaint summary for more information regarding the specific circumstances of this event.